Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received, the instrument for evaluation. A follow-up MDR will be submitted, if the product is returned and evaluated and/or if additional information is received. Blank MDR fields: field d6: is blank, because the product is not implantable.

Event description:
It was reported, that during a da vinci-assisted surgical procedure. The customer reported, that shortly after the operation began, the harmonic ace instrument's knife head broke. And did not contact other hard objects. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the harmonic ace instrument associated with this complaint and completed investigations. Failure analysis found the primary failure of broke blade to be related to the customer reported complaint. The instrument was found to have a blade broken. The blade broke at roughly the base. A piece approximately 0.555" x 0.085" was found to be broken off and the broken piece was returned. The complaint was confirmed by failure analysis. Isi followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use. The issue occurred while grasping. The instrument was in use for about 20 minutes prior to the issue. There was no information regarding any issues with the functionality of the instrument during the procedure. The instrument did not collide with any hard material during the procedure. The fragment did not fall inside the patient during any collision. The wrist was straightened prior to removal. The fragment was retrieved as the surgeon saw through a 3d eye piece. All fragments were retrieved, and no debris fell inside the patient. No additional surgical procedure was required to remove the fragment. No post-operative tests were performed to check for remaining fragments. The procedure was completed robotically with no injury to the patient. A review of the provided image was consistent with the alleged complaint.

Event description:
Refer to h10/h11 for follow-up information.